Event description:
The medispec lithotripsy device had an access door for the electrode that would not open. Issue occurred prior to a procedure. This device is serviced by ge oec field service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the electrode access door required adjustment. The door was adjusted allowing access to the electrode. The system was further tested and found to be operating as intended. No negative pt effect was cause by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.